Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Additional information: the analysis found that one device was returned in good visual condition, with the closing trigger and anvil in the closed position and the firing mechanism in the return stroke with the knife not fully back. One ecr45g cartridge reload was loaded in the device. The cartridge reload was received fully fired. In addition, several b-formed staples were found lodged behind the knife, resulting in the firing mechanisms jamming. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Firing the device with a clip in the jaws can jam the firing mechanism resulting in the device not opened. The knife was fully returned by completing the return stroke and the device was tested for functionality in the articulated position with a test cartridge reload. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process

Event description:
It was reported that during a right hemicolectomy via a small incision, the jaws could not be opened because the knife was not returned to home position after the 3rd stroke of the 7th firing when the device was used for the colon. The knife was not returned to home position and the jaws could not be opened although the firing trigger was grasped after being pushed the manual knife reverse switch. The doctor used an electrosurgical knife to cut to the specimen side and the patient side of clamped target tissue (lung parenchyma) to remove the device outside of the patient. The 7th firing was at end of the target tissue. Another device was used to complete the case. There were no adverse consequences to the patient. The cartridge color was green. Small amount of bleeding was confirmed. Bleeding was stopped by suture. Blood infusion was not performed. Reinforcement material was not used.